Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an upstream occlusion alarm. Patient stated she was asleep and was accidentally laying on the tubing. The alarm resolved after repositioning but then returned. Patient stated the line was clear of kinks or closed clamps and there was no visible air in the line. Patient stated that the cassette was locked, and she was unable to remove it. They had her lightly tap the cassette box on a hard surface, do a hard reset, and try to restart the infusion but the alarm immediately returned. Pump was empty in 9 hours 31 minutes with 28.9ml remaining. Patient was supposed to disconnect herself once empty. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.